Event description:
Reference medwatch (B)(4), customer reported "black specs" and "foreign particles" were found following completed cycles within their reliance synergy washers. Instruments were reprocessed using other devices on-site before use.

Manufacturer narrative:
Investigation remains in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the washers' subject of the medwatch. The technician ran multiple decontamination cycles and instrument cycles in order to flush the units; deterioration of the heating elements was noted. The technician replaced the heating elements, confirmed the units operational and returned them to service. Following the repair, the user facility reported one (1) washer had periodic cycles with "black specs" and "foreign particles" found on the bottom of the washer. Steris ran several cycles and determined that the washer is operating to specification. The customer elected to take this washer out of service. All other washers are operating to specification and in use by the facility. The user facility underwent a change to their plumbing system and had the water filtration system re-installed; a 1-micron filter was installed to the water lines supplying devices in the spd to prevent contaminants. During this time, all instrument processing was performed at a neighboring facility. Following the re-installation of the filtration system, the facility agreed to steris' request to sample the spd water supply for analysis. The analysis revealed increased copper and iron levels, indicative of hard water. Increased copper levels can also indicate corrosion of the hot water heaters connected to the water supply; the hot water heaters were subsequently replaced by the user facility. Steris has been informed that no procedural delays and/or cancellations are occurring and the facility is able to process instruments without issue. Steris continues to monitor this matter with the user facility.